Manufacturer narrative:
Instrument logs were reviewed by abbott technical support and the customer was instructed to replace a cuvette which resolved the issue. There have been no further occurrences of discrepant results after the part was replaced. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete all available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 analyzer on one patient. Results provided: (B)(6) 2020 sid (B)(6) = 2.84 / 0.5552 / 0.5727 / 0.5665 mmol/l. Normal range: (0.66-1.07 mmol/l). No impact to patient management was reported.